Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Manufacturer narrative:
Additional information was received that there was no skin breakage, and the lumps around the midline incision were procedure related. The patient underwent a revision procedure and did well postoperatively.

Event description:
A report was received that the patient¿s midline incision was coming apart. It was noted that there was pain, lumps and edema around the site which was described as constant and was worse when it was pressed. The physician suspected that the lead might have extravasated over the deep and middle tissue layers. Ultrasound confirmed that the leads looked like it was subcutaneously located. It was believed that it was not related to the scs system. The patient was prescribed flector patch and reported that it helped to relieve the pain. The patient will undergo a revision.

Event description:
A report was received that the patient¿s midline incision was coming apart. It was noted that there was pain, lumps and edema around the site which was described as constant and was worse when it was pressed. The physician suspected that the lead might have extravasated over the deep and middle tissue layers. Ultrasound confirmed that the leads looked like it was subcutaneously located. It was believed that it was not related to the scs system. The patient was prescribed flector patch and reported that it helped to relieve the pain. The patient will undergo a revision.